Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, and the bottom case damaged. A review of the device¿s event history log found a record of a travel course error and a force sensor error. To conduct functional testing an occlusion test was performed. Upon review, the reported problem was duplicated. It was determined that the worn clutch halves and the damaged force sensor cable were the root cause. The clutch halves and the force sensor cable were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿force sensor transverse clutch error¿ issue. It is unknown if there was patient involvement, no adverse patient effects were reported.